Event description:
According to the rptr: after 30 minutes of use, the surgeon determined the device was not functioning properly. They found the jaws of the device was fractured. No report of pt injury was made. The procedure was completed with no further complications.